Manufacturer narrative:
(B)(4). Concomitant medical products: cerclage cable with crimp, # item 00223200228, lot 61683536; cerclage cable with crimp, # item 00223200228, lot 61683536; cerclage cable with crimp, # item 00223200118, lot 61182611; femoral stem - revision - nitrided - porous cementless, # item 00998116533, lot 61070760; femoral body - revision - nitrided - porous cementless taper neck, # item 00999301735, lot 62071655; biolox delta ceramic femoral head 40 mm, item 0087750402, lot 2868459. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-05703, 0001822565-2018-05704, 0001822565-2018-05705, 0001822565-2018-05707 and 0001822565-2018-05708. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a total hip revision procedure the patient experienced blood loss of 1000 ml.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Upon receipt of additional information, it has been determined that this device did not cause or contribute to the reported event. The initial report was forwarded in error and should be voided.